Event description:
It was reported that patient presented in clinic for follow up. Upon device interrogation, device was found to have reached end of service. The device had reached eri a few months prior. A short margin from eri to eol was noted. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.